Manufacturer narrative:
User facility medwatch report recieved and forwarded. F11 - date MFR forwarded report to FDA.

Event description:
A filter did not fully open following deployment. Unsucessful manipulation was attempted utilizing a pigtail catheter. Another filter was successfully placed via a femoral approach. The filter remains implanted and therefore, will not be available for evaluation. The delivery system was returned, evaluated and retained by this MFR. The engineering evaluation indicated the delivery system was received in the released position. No problems or defects were noted upon evaluation of the delivery system. Without a thorough examination of the entire device co cannot determine the exact cause for this event. Co's directions for use state: "follow-up x-rays should be performed to verify treatment validity and proper vena cava filter placement. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".